Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has ben explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold, white particles inner the shell and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge and delamination (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a sharp opening on valve bond edge assessed as an unidentified (tear) opening.